Event description:
It was reported that the insulin pump alarmed no delivery excessively. The caller stated that the insulin pump had just been replaced 1 week prior. The caller stated that the insertion site had been changed 3 times already during bolus attempts. The customer believed that the issue was insulin pump-related. The customer's blood glucose was 6.0 mmol/l. No hardening or scar tissue was observed at the insertion site. The customer declined to complete the troubleshoot process, requesting to replace the insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.